Event description:
One blood leak occurred at several reuses. The total blood loss is approx. 350cc, since the blood was not returned to the patient. The patient is well. Other 2 cases of leak were reported from this facility.